Event description:
Vascular arterial stent did not remain attached to deployment balloon during procedure. A retrieval of the stent was successful. This did prolong the procedure and required add'l equipment to be used.